Event description:
During service by baxter, the infusion pump was found to contain failure code 570 in the event history. No pt injury or medical intervention has been reported related to the device.